Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and confirmed that device replacement or repeat data analysis should be performed within a provided timeframe. At this time, the ICD remains implanted and in-service. No adverse patient effects reported.

Manufacturer narrative:
This report is being sent to correct information in fields d1 (brand name), d3 (manufacturing name), d7a (sud reprocessed and reused?), and d7b (reprocessor information).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and confirmed that device replacement or repeat data analysis should be performed within a provided timeframe. At this time, the ICD remains implanted and in-service. No adverse patient effects reported.

Manufacturer narrative:
This report is being sent to correct information in fields d1 (brand name), d3 (manufacturing name), d7a (sud reprocessed and reused?), and d7b (reprocessor information). This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and confirmed that device replacement or repeat data analysis should be performed within a provided timeframe. Recently, it was confirmed that this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This ICD was discarded and will not be returned for evaluation.